Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose (bg) level was 532 mg/dl. The customer addressed their bg with a manual injection. Customer reverted to using an alternate pump for insulin therapy.